Event description:
It was reported that this pacemaker was found to be in safety mode and exhibited an event of oversensing. The device was successfully explanted and replaced. No additional adverse patient effects were reported.